Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the us.; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for evaluation. The reported tight connection was confirmed. The reported separation was not confirmed; however, the pressure tube was found to be separated in the hub of the balloon catheter. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft/hub separation or tight inflation connection reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending (lad) artery. A non-abbott 3.5 x 18 mm stent was deployed in the lesion. A kissing balloon technique was then performed with a non-abbott 4.0 x 15 mm balloon catheter in the lad, and the 2.5 x 15 mm traveler balloon catheter in the circumflex. The traveler balloon was inflated to 8 atmospheres (atm); however, it was noted that the hub of the traveler and the pressure tube were connected too tightly. Forceps were used to disconnect the devices, but the hub of the of the traveler shaft separated outside the anatomy. A new non-abbott balloon catheter was used to continue the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough,sion blue. Guide catheter: launcher 7fr jl4.0. Stent: 3.5 x 18 mm nobori. Dilatation catheter: 4.0 x 15 mm deslip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.